Event description:
It was reported that the customer went to the hospital due to high blood glucose levels. It was stated that the customer's blood glucose levels elevated due to insulin leaking at the tubing and reservoir connection. The customer changed the infusion set, and that solved the problem. The customer discarded the reservoir and infusion set. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.